Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that on (B)(6) 2026 a technician had a patient sample running on the radiometer blood gas analyzer abl90 flex plus analyzer (serial number (B)(6). Blood came back on her and got blood on her badge and in the face, and she used an eye wash station for precautionary measures. She did not go to the doctor but did fill out an employer event report due to exposer. Errors at the time were failure to aspirate. The abl90 flex plus analyzer is operating normally at this time.